Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noisy signal. Technical services (ts) was consulted, discussed the r wave amplitude is low and not discernable from noise in stored events that looked myopotential. There was also a stored smartpass disabled episode. Ts recommended confirming what patient was doing at the time of the events, performing isometrics, and recommended possible reprogramming options. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported. Additional information was received, automatic setup was performed and the device was reprogrammed to the primary sensing vector. This s-ICD system remains in service. No adverse patient effects were reported

Manufacturer narrative:
Complete initial reporter information was not received. Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noisy signal. Technical services (ts) was consulted, discussed the r wave amplitude is low and not discernable from noise in stored events that looked myopotential. There was also a stored smartpass disabled episode. Ts recommended confirming what patient was doing at the time of the events, performing isometrics, and recommended possible reprogramming options. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.